Event description:
It was reported that the patient presented with mild vaginal erosion (2cm posterior wall). The event status was reported as continuing. No additional patient complications have been reported in relation to this event.